Event description:
It was reported that (3) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the tsb35 first on tissue, with original cartrdige, and fired fine. A 2nd firing with a tr35w jammed. This cartridge was not kept for examination. A 3rd cartridge was tried and it also jammed (this cartridge is in the devcie being returned). The surgeon also stated that as the device jammed it felt "floppy" or a loose feeling. No further info could be obtained. There was no consequence to the pt.